Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and hcp regarding a patient with an implantable neurostimulator (ins). It was reported that the device no longer worked. The caller said the device stopped working about 10 years prior to the report. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for other pain indications - other. It was reported that the patient was having an MRI that was not due to a problem with the device or therapy. It was reported that the patient was unsure if the implantable neurostimulator (ins) was 100% off because they had not used their components in years. It was reported that the ins went ¿bad¿ and was too expensive to repair so the patient had done nothing with the stimulator for an extended period of time. This had been 4 years ago in 2013. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.